Manufacturer narrative:
Analysis of the epidural needle found the spoon of the needle had a sharp edge on the undercut side. Product ID: neu_epiduralneedle, lot# serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the surgeon passed the lead through the end of the included curved tip needle. In the course of placing the lead, the surgeon attempted to slightly withdraw the lead and it got stuck in the tip of the needle. The surgeon had to remove the needle and forcefully free the lead from needle. Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that the cause remains unknown, so the item would be returned on 2017-nov-20. The lead, stylet, and epidural needle were received for analysis on (B)(6) 2017. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.